Event description:
The customer biomedical engineer (biomed) reported that all of their philips information center ix (pic ix) systems were down and displaying ¿disconnected from slchpixphy03 local data storage only mode¿. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that all of their philips information center ix (pic ix) systems were down and displaying ¿disconnected from slchpixphy03 local data storage only mode¿. The device was in use on a patient. There was no report of patient or user harm.